Event description:
It was reported that failure to evacuate occurred. The target lesion had a complete and total occlusion with mix morphology. A 2.1mm jetstream xc catheter was selected to treat peripheral artery disease (pad). During usage, device could not suction and failed to evacuate. To troubleshoot this issue the device was pulled back to try and flush the device; however, the issue was not resolved. There were no patient complications, and the case was completed with another device of the same model.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The target lesion had a complete and total occlusion with mix morphology. A 2.1mm jetstream xc catheter was selected to treat peripheral artery disease (pad). During usage, device could not suction and failed to evacuate. To troubleshoot this issue the device was pulled back to try and flush the device; however, the issue was not resolved. There were no patient complications, and the case was completed with another device of the same model.